Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unable to be verified. No root cause could be determined as the complaint could not be confirmed. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the tracheostomy tube holder sometimes came without velcro in the box or the velcro came loose in the packaging. This occurred immediately upon use. No patient injury was reported.